Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot codes were not provided. Patient medical records and x-rays were provided. Review of the x-rays demonstrate on the right knee a broken loose tibial component as well as polyethylene wear. The medical records report the patient to be morbidly obese and when she presented in 2016, she had significant osteolysis, tibial implant loosening and a fractured tibial cement mantle. The essential product information in the surgical technique cautions that obesity can produce loads on the prosthesis that can lead to failure of the fixation of the device or device itself. It is not known to what extent, if any, the patient¿s weight and poor bone stock contributed to the reported events. The failed bone cement was not a depuy product. From the information provided in the supplied medical records, it cannot be determined that the depuy knee implants contributed to the reported events. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 11/30/2016: medical records received. After review of the medical records for MDR reportability, the patient also suffered from pain, heterotopic ossification, and instability. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is unavailable. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address a fractured and loose tibial tray. Loosening occurred at the cement/implant interface. Cement manufactured by a competitor. It was also noted, the patella was worn and osteolysis was present.